Event description:
A customer reported to baxter (B)(4) of an interlink injection site that had a loose connection with an unknown cannula during setup. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A thread interface function test was conducted on the returned samples with a becton dickinson thread lock cannula and found no defect. In addition, a slit was presented at the center of the septum to allow injection to be performed. The root cause of the reported condition was undetermined. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.